Event description:
It was reported that the pt was implanted with an ncb df plate, 9 holes, left side, on (B)(6) 2013. On (B)(6) 2014, the pt complained of pain. X-rays were taken and confirmed a broken ncb plate. Hence, the pt had to undergo revision surgery on (B)(6) 2014 due to pain and a broken plate.

Manufacturer narrative:
At time of this report the manufacturer has not received the affected device yet. Although some x-ray pictures were received, the surgical report was not provided for review. The lot numbers were received for the devices, and the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the info provided, once the product is received and investigated and the result of the investigation has been made available, an updated report will be submitted. (B)(4).